Event description:
It was reported that at an unknown time during continuous renal replacement therapy (crrt) using a prismaflex st150 set in the intensive care unit, an immunocompromised patient experienced acute respiratory distress syndrome (ards) and passed away. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.:(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.